Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the fiber optic lamp bundle, which restored the instrument to functionality. The fse performed an instrument photocal and there were no further issues reported. Associated MDR: 9612296-2014-00103. (B)(4).

Event description:
The customer reported an au2700 chemistry analyzer generated elevated lipase, creatine kinase (ck), and amylase results. In addition, several inner cuvettes failed the mean check during instrument photocal. The customer provided data for three patient samples, which showed elevated lipase or ck results; this MDR reports the patient results generated on (B)(6) 2014. On (B)(6) 2014, the instrument generated an elevated lipase result for one patient, which was flagged to indicate the result was higher than dynamic range and repeat range. Repeat analysis on the same instrument produced a negative lipase result, which was flagged to indicate the result was lower than dynamic range and outside the panic value range. There were no erroneous patient results released from the laboratory and there were no reports of change to patient treatment in connection with this event.